Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare provider reported a left side capsular contracture, baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6,

Manufacturer narrative:
Device evaluation: .based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ observed, one opening side assessed as surgical damage like. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare provider reported a left side capsular contracture, baker grade iii/IV. The device has been explanted.